Manufacturer narrative:
The condition of the returned device was consistent with the reported event. Review of the information provided and analysis of the returned device concluded that there is no evidence of a product defect. The root cause is most likely related to post-operative non/compliance or trauma. This is the final report that will be submitted associated with this incident and device. No additional action is required at this time.

Event description:
Same case as: 2184052-2015-00102. It was reported that post-operative pedicle breakage occurred. The patient underwent an anterior lumbar interbody fusion with a non-zimmer device along with sequoia hardware placed posteriorly from l5 to s1 to treat grade 2-3 l5-s1 spondylolisthesis. X-rays later revealed post-operative fracture of the l5 left pedicle and disassociation of the tulip head from the screw on the l5 right pedicle. Based on this and the appearance/condition of the non-zimmer alif cage on the films, the surgeon suspects that the patient may have engaged in non-compliant activities or suffered a fall, however this is not confirmed by the patient. The patient was revised two months later. All sequoia screws were removed and an anterior lumbar interbody fusion was performed from l4-s2, skipping the fractured l5 pedicle on the left, with sequoia screws sized up to 6.5 x 45 mm. No further information on postoperative patient conditions or outcome has been reported.